Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During scheduled f/u of the ICD performed on (B)(6) 2011, the user reviewed the recorded arrhythmia episodes. First, he lined-up the episodes by episode type, and then he selected three vt episodes to be printed ("to be printed" box was ticked). However, the printed episodes - through the report screen - were different from the selected ones: the three most recent recorded episodes had been printed instead of the three selected vt episodes. Moreover, going back to the episodes screen, the user observed that the "to be printed" box was now checked for the most recent episodes instead of the three previously selected vt episodes. Reportedly, this phenomenon was reproducible.